Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
A volume discrepancy was reported at the patient's refill session. The actual residual volume was 18ml and the expected residual volume was 0ml. The pump was replaced. Shortly after the pump was explanted, a "low battery" alarm was audible and "on-going". The patient was doing "well" with the new pump implant. The patient's outcome was reported as "no injury." The medication being delivered via the device system was morphine.